Event description:
As reported, prior to a retrograde intrarenal surgery of the kidney a gage nitinol stone extractor would not open during testing. The user did not have any issue removing the device from its packaging, but there was unspecified damage to the device. The device did not make patient contact. Another new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510k # exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to a retrograde intrarenal surgery of the kidney a ngage nitinol stone extractor would not open during testing. The user did not have any issue removing the device from its packaging, but there was unspecified damage to the device. The device did not make patient contact. Another new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook with the handle and basket formation in the closed position. The collet knob was tight and the male luer lock adapter was also tight. The polyethylene terephthalate tubing was approximately 3 centimeters. The support sheath was curved and the basket sheath was kinked 5.5 centimeters from the distal tip. A functional test was performed and the handle actuated the basket formation. The basket formation was asymmetrical, however, one or more of the wires were bent/disfigured. The clear sheath on the basket wire was loose. Cook completed a review of the device history record (DHR). The DHR for the reported lot found no non-conformances related to the reported event. A lot history search found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was noted that the basket sheaths (the small sheaths that hold the basket wires in place) were torn, and as a result the basket did not have the proper shape when in the open position. It is assumed the improper basket shape was the issue that the user described as "extractor wouldn't open". The cause for the damaged basket sheaths could not be determined. However, the device was returned loose in a ziploc bag, which could have caused the damage during return shipping. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.